Manufacturer narrative:
The device was received for evaluation with a minicap attached to the female connector. Visual inspection was performed and a damaged female connector and a cracked mini cap was observed. A leak beneath the returned mini cap was detected. Leak testing was performed with an in lab minicap attached to the female connector and a leak was observed beneath the minicap. Clear passage and clamp function testing were performed an no issues were observed. There was no fluid flow with the twist clamp in the closed position; therefore the reported condition was not verified. The cause of the leak was due to the damaged female connector. The cause of the damage is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.